Manufacturer narrative:
Continuation of d10: product ID lnq22. Serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2026. Product ID 31302: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor was in use when the patient experienced syncope at home and was evaluated in the emergency department. A remote monitoring mobile application transmission performed the following morning showed no episodes recorded that correlated with the reported symptoms. An in-person diagnostic mobile programmer application interrogation then identified seven ¿pause¿ episodes that were confirmed as real, and asystole was reported. A remote monitoring network data review confirmed the pause episodes were removed by the artificial intelligence episode detection algorithm, described as false negative episode detection. The patient underwent an upgrade to a permanent pacemaker, and the implantable cardiac monitor was explanted after the pacemaker implant.